Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving shocks. The physician indicated this patient was seen the previous week for a difficult to control ventricular tachycardia (vt) and his medications were adjusted. Review of device data indicated the patient had received many of rounds of anti-tachycardia pacing (atp) therapy from this implantable cardioverter defibrillator (ICD) device. In most cases, the atp therapy was successful in converting the rhythm but in one (1) episode, multiple rounds of atp therapy were provided, which were unsuccessful and resulted in acceleration of the rhythm from the ventricular tachycardia (vt) zone into the ventricular fibrillation (vf) zone. A subsequent shock was provided by the device, which successfully converted the rhythm. The physician indicated they would follow up with cardiology to page a boston scientific representative if device reprogramming was necessary. The device remains in-service. No additional adverse patient effects were reported.